Event description:
Pt admitted to hospital for anterior cervical diskectomy and fusion. A 16fr bard foley catheter was inserted without difficulty in the operating room. The next day an order was written to remove the foley catheter. Three nurses attempted to remove the foley catheter but the balloon would not deflate with aspiration. The third nurse proceeded to cut the foley catheter within 3-4 inches of the urethral meatus. She attached a spike adapter of which she then attached a syringe. She tried aspirating again without success. She left the device on the foley catheter for 15-20 minutes and found that some air and fluid had come out. She aspirated again without success but the foley came out with 1-2cc of fluid left in the balloon. Investigation showed this was a foley that had not been switched out by the bard rep, materials mgmt and the operating room. No injury to pt. Pt was able to void afterwards.